Event description:
It was reported that during pre-use inspection, the cs300 intra-aortic balloon pump (iabp) unit had a defective display. The screen display disappeared. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a defective display.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the phenomenon. In order to fix the issue, the fse cleaned the internal cable and connector connections. The fse then conducted a test run and confirmed that there are no display defects. The unit was working well.